Event description:
The pt had 2 scs leads with the same lot number. It was reported during the pt's scs ipg explant/replacement procedure (reference MFR report#s: 1627487-2014-21114 [thoracic scs ipg] & 1627487-2014-01219 [cervical scs ipg], diagnostics showed invalid impedance values for one of the thoracic scs leads. As a result, the lead was explanted and replaced. The pt received effective stimulation following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.